Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that the bd insulin syringe with bd ultra-fine needle had the plunger cap missing from one syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the plunger cap is missing. The returned syringe was examined and exhibited a missing plunger cap and plunger rod. Sample was forwarded to manufacturing (holdrege) on 03aug2018 for further review. On 07aug2018, holdrege received one (1) loose 0.3ml, 8mm syringe from reported batch#: 7306560. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The sample was noted to have impact damage to the flange of the barrel, appearing as though the barrel had been struck by something, presumably during manufacturing. The damage noted however does not indicate a potential failure mode for the missing plunger rod and cap. Possible root cause(s) include, but are not limited to: a backup at the eject station for defective parts which could have pushed this part through to final packaging and/or potentially a jam on the ffs (form fill and seal), accounting for the damage to the barrel, and potentially having damaged and disassembled the plunger rod/cap from the device prior to bagging. 21 aug 2018a review of the device history record was completed for batch#: 7306560 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200726801] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger cap missing and the 1st complaint for plunger rod missing on lot#: 7306560. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing plunger cap and plunger rod). Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use that the bd insulin syringe with bd ultra-fine¿ needle had the plunger cap missing from one syringe. There was no report of exposure, serious injury or medical intervention.